Event description:
Reported via clinical study. It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Three (3) months post procedure the patient came in for unscheduled visit and had an echocardiogram imaging procedure. The imaging showed that there was a device related thrombus present on the closure device. There were no patient complications that were reported to have occurred as a result of this event, and no corrective actions or diagnostic tests were associated with the finding.